Event description:
Reportedly, when performing the side to side anastomosis this device did not place any staples yet transected the tissue. The surgeon resected an additional 7.5cm of bowel and attempted a second side to side anastomosis. Reportedly, while using a second device from the same lot the forks of the instrument did not open. The anastomosis was completed with a third instrument.